Event description:
While performing a laparoscopic cholecystectomy, the physician attempted to clip the ducts. After the first clip was applied the clip applier failed. The jaw seemed to give way and would no longer apply clips. A new applier was obtained and replaced.